Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Upon review, it was observed that the DHR statement inadvertently omitted from follow up MDR #1)

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated the alarm power up test fails code # (B)(4). It is unknown under what circumstances the event occurred; however, there was no patient involvement. No adverse event was reported.

Manufacturer narrative:
Further evaluation by the getinge distributor¿s field service engineer (fse) was performed and the reported error message occurred upon powering up the iabp. To resolve the issue, the fse performed calibration of rg3 and rg4 regulators, then run and tested the iabp. The fse also replaced the safety disk due to expiration of hours. The iabp passed all functional and safety tests to factory specifications and was returned to the customer fully operational for clinical use. The fse also advised that regularly scheduled preventive maintenance is not being performed on the iabp because the customer does not contract getinge for service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated the alarm power up test fails code # (B)(4). It is unknown under what circumstances the event occurred; however, there was no patient involvement. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. The getinge distributor¿s field service engineer (fse) evaluated the iabp and replaced the motor and compressor assembly, motor control board and power management board but the alarm still generated. Further evaluation and completion of repairs are pending. A supplemental report will be submitted to this effect.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated the alarm power up test fails code # 14. It is unknown under what circumstances the event occurred or if there was patient involvement. However, no adverse event has been reported.